Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 2mls skinvive¿ by juvéderm® xc in the cheeks and the patient experienced a vascular occlusion in the right cheek. 5 days after the injection, filler was dissolved with hylenex. Patient was also prescribed cephalexin 500mg 3x daily for 7 days. Event is still ongoing with some hyperpigmentation and soreness. This is the same event and the same patient reported under patient identifier (B)(6). This MDR is being submitted for the suspect product, skinvive¿ by juvéderm® xc (lot: 1000676471).